Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (s/n (B)(4) ) displayed a 'coolant low' error message" was confirmed during functional testing, but it was not confirmed in the event logs. The root cause for the reported complaint was that the coolant reservoir was not filled completely. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The event logs were reviewed, and no error messages were noted on/around the reported event date. The thermogard xp ivtm system failed the initial functional testing as the console displayed a 'coolant low' error message upon powering on; thus, confirming the reported complaint. Investigation found air bubbles in the tubing that connects the coolant bath to the sensor block of the coolant reservoir. The air bubbles prevent the coolant reservoir from being filled completely. Air bubbles are sometimes formed when the user drains out the coolant and refills the coolant bath. The air bubbles were removed from the tubing to remedy the fault. Following service, the ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4) .

Event description:
As reported, the thermogard xp ivtm system (s/n (B)(4)) displayed a "coolant low" error message in standby mode. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.